Manufacturer narrative:
Required intervention-no; other serious-yes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer¿s blood glucose (bg) was 39 mg/dl and food was consumed to address bg. Cause of event was not known. Recommendation was made for the customer to discuss the event with a healthcare provider.